Event description:
In 2005, the reporter, the lay patient's caregiver, contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately high with blood and control solution. The reporter said "out of range" blood readings were obtained on the reported meter; however, the readings were not provided. The patient's doctor was called. The doctor told the reporter to increase the patient's medication; the medication name and dose were not provided. Using test strip from the same vial used to test the patient, the reporter obtained control solution results of 176 and 196 mg/dl, which were higher than the control solution range. The customer care agent (cca) verified that the test strips were in good condition, were not expired, and had been stored correctly. The code on the meter matched the test strip code. The cca walked the patient through control solution testing with a different vial of strips and the result was in range. The test strips and control solution were replaced.